Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 826526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included low back pain, joint pain, joint stiffness and uterine bleeding. Concomitant products included cefalexin (keflex), colecalciferol (vitamin d), cyclobenzaprine, diclofenac sodium, docusate sodium (colace), hydrocodone, nabumetone, paracetamol (acetaminophen) and venlafaxine (effexor). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal pain") and medical device discomfort ("discomfort that I had been experiencing for the past few years"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and medical device discomfort outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, fatigue, back pain and abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning all the injuries reported in this case,the following ones were described in patient's medical record: pain, menorrhagia, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and meical record received. Event added: vaginal haemorrhage, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, fatigue, back pain, abdominal pain, discomfort, she didn¿t undergo an essure confirmation test. Concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 826526-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included low back pain, joint pain, joint stiffness and uterine bleeding. Concomitant products included cefalexin (keflex), cholecalciferol (vitamin d), cyclobenzaprine hydrochloride, diclofenac sodium, docusate sodium (colace), hydrocodone, nabumetone, paracetamol (acetaminophen) and venlafaxine (effexor). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal pain") and medical device discomfort ("discomfort that I had been experiencing for the past few years"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and medical device discomfort outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, fatigue, back pain and abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning all the injuries reported in this case, the following ones were described in patient's medical record: pain, menorrhagia, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is invalid) (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.